Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Implant date over 20 years ago. Additional concomitant medical products: item # unk, hip-unknown-heads-unk, lot # unk; item # unk, hip-unknown-liners-unk, lot # unk; item # unk, hip-unknown-stems-unk, lot # unk. Multiple reports have been submitted for this event. Please see associated reports: 0001822565-2018-06534, 0001822565-2018-06535, 0001822565-2018-06536, 0001822565-2018-06537.

Event description:
It was reported that a patient was revised due to pain, radiolucency of the cup, and stem loosening approximately 20 years post implantation. Attempts have been made, and no further information is available.